Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/28/2020. A manufacturing record evaluation was performed for the finished device lot number pkm952, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary : it was reported performance pull off suture needle. An empty opened foil, three labeled winding former and two suture pieces of product code sxpp1a404, lot # pkm952 were returned for evaluation. During the visual inspection, the needle was not received for evaluation and the sutures pieces were noted with body fluids and damaged due to use. The insertion end was not observed due to the needle was cut from the strand. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance pull off suture needle is an improper handling. Note: events reported in 2210968-2020-06173, 2210968-2020-06174, 2210968-2020-06175 and 2210968-2020-06176. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description say ¿four sutures fell apart¿ please clarify the needle pull off of the suture? The suture broke? How the procedure was complete? Was there any adverse consequence associated with the patient? Please provide lot number. Please provide procedure date. Status of product return / follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported in 2210968-2020-06173, 2210968-2020-06174, 2210968-2020-06175. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and suture was used. During the procedure, the suture fell apart. There were no adverse patient consequences reported. No additional information was provided.